Event description:
Upon removing the dressing at the post-op appointment, the patient was found to have a burn-like reddened area directly below the exofin fuson mesh which perfectly outlines the application.

Manufacturer narrative:
No lot number, product number, pictures, or samples were provided at the time of the reported complaint. Follow-up correspondence was sent for this information. Pictures were not provided. A trend analysis showed this event type remains low and stable. This event type will continue to be monitored and trended to determine if additional action is necessary.